Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the scs lead was explanted and a drg system was implanted.